Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test (B)(4) there was a discrepant result. No patient impact. The following information was provided by the initial reporter: 16 days ago he tested positive pcr test. He tested today with binex and the bd veritor test. Binex came back negative and bd veritor came back positive. The customer is confused.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿discrepant results¿ using the bd veritor at home covid-19 test (material # 256094), batch number 2031002. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test (eua(B)(4))there was a discrepant result. No patient impact. The following information was provided by the initial reporter: 16 days ago he tested positive pcr test. He tested today with binex and the bd veritor test. Binex came back negative and bd veritor came back positive. The customer is confused.